Manufacturer narrative:
Pc-(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and the absorbable adhesive barrier was used. During the procedure, it was found that no yellow labels of device had been stuck to the package before opening the package and it was difficult to distinguish the product code. There were no adverse consequences reported.